Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, shortly after the completion of the coronary procedure, the patient became acutely unstable and immediate repeat angiography demonstrated thrombus within the stent despite a therapeutic act.